Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm, or changed pump supplies to address the issue and resumed insulin delivery. System check was performed with tandem technical support and no issues were identified. Customer's blood glucose ranged from 131-336 mg/dl at time of alarms.